Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2010, a 23 mm trifecta valve was implanted. On (B)(6) 2017, the patient was diagnosed with endocarditis. The tee showed severe aortic regurgitation with a floating structure on the right coronary aortic cusp. Coronary sclerosis without stenosis was also noted. On (B)(6) 2017, the patient was treated with gentamicin, flucloxacillin and ampicillin/sulbactam. The patient was hospitalized from (B)(6) 2017 and then transferred to another hospital for aortic valve reoperation. The trifecta valve was explanted on (B)(6) 2017 and replaced with an unknown valve. The patient was discharged on (B)(6) 2017.